Event description:
The dental implant fx4510swc was removed on the day implant surgery. The doctor indicated that bone quality was a factor of implant removal. The patient has not significant medical history and has been recovered without complications.